Event description:
As reported, the sealant material of a 6f/7f mynx control vascular closure device (vcd) was noted to come out with the delivery wire during removal and was deployed fully out of the skin. Hemostasis required additional manual compression after device removal. There was no reported patient injury. Visible sealant fragments were found externally on the gauze. The sheath french size was 6f. The femoral artery suitability was verified by angiography, including the vascular sheath introducer insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease (pvd) or calcium at the puncture site. The device was stored and prepared according to the instructions for use (IFU). The sealant was dislodged from the arteriotomy and appeared to stick to the device. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during device use. The device was realigned to the angulation and removed with light fingertip compression. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.